Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range left ventricular (lv) lead impedance measurements and oversensed noise causing inappropriate therapy. The lead was electrically deactivated and the patient was referred to implanting facility for surgical intervention. The physician suspects a lead fracture but this has not yet been visually confirmed. No adverse patient effects were reported. Attempts to obtain additional information was unsuccessful. All available information indicates that this product remains in service.